Manufacturer narrative:
Date of birth was missing in the initial report in error. The date of birth is added to the additional report-1.

Event description:
It was reported that patient has stenosis, which was affecting the patient¿s motor functions in the right leg. As a result, surgical intervention was undertaken wherein the system was explanted. Reportedly, patient¿s symptoms have improved post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.